Manufacturer narrative:
(B)(4). The customer reported no audio and could not hear alarms. No pt harm was reported. Additional info from the customer revealed that the users had changed the operating system of the computer to cause this problem and that some computers at the site had not been configured correctly by the users. Philips assisted the users in configuring obtv to alarm as preferred by the users. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported no audio and could not hear alarms. No pt harm was reported.